Event description:
Information was received that the cadd prizm hpca pump accuracy is off by 6.3%. No reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found that the pump was in good physical condition. The event history log had no related findings. Functional testing included use and accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.